Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced to high blood glucose level. The blood glucose level was 424mg/dl. Troubleshooting was performed. Customer was treated with bolus .customer stated that the metal piece on the hinge was fall off. The insulin pump will not be returned for analysis.